Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure that when the surgeon fired monopolar energy a c-34 error and "activation has been interrupted" error occurred against the erbe generator. The caller rebooted the erbe and tried a new monopolar cable, but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the reported c-34 error. The caller tried to bypass the erbe to hook up another generator, but they did not have the necessary cord to integrate it. The tse explained that if they had a covidien/valley lab force triad generator, they could place the force triad foot pedals by the surgeon's feet. The caller was looking for the necessary energy cable (pn: 371716) and then the call dropped. There were no reports of patient injury. Isi followed up with the customer and was advised that the system did not present any errors when initially powered on; the errors occurred mid-procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but could not reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The iesu was tested using a golden system and the unit energized, cauterized and recognized instruments in error log continuously c-00. The probable root cause could be attributed to faulty electrical components inside the iesu throwing error c-34. This error indicates a lower voltage than expected during energy activation.